Event description:
It was reported that the balloon failed to deflate and damaged the fistula. The target lesion was located in the fistula in the arm. An 8.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During removal, the balloon failed to deflate. There were multiple failed attempts to deflate the balloon by pulling negative pressure. The balloon appeared to have been deflated when reached the tip of the sheath for removal, however it was not deflated. The balloon and sheath were removed as a system which resulted in damage of the fistula and the skin at the insertion point. The fistula was then closed to the skin. The procedure was completed with this device. No further patient complications were reported.